Event description:
Mesh implanted du to hernia repair at (B)(6) 2012. Pt is having chronic abdominal pain, pain under liver during urinating and small bowel obstruction which she just had surgery for it on (B)(6) 2013. Mesh is hurting pt. Doctors and the hospital would not tell pt what mesh brand was implanted in her. Hospital is not complying with FDA laws on recording of devices implanted. Pt wants the mesh removed from her. Same pt as (B)(4).